Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of an interrogation report the implantable cardioverter defibrillator (ICD) battery voltage was not available. The ICD remains in use. No patient complications have been reported as a result of this event.